Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was experiencing a persistent shocking sensation in their abdomen for the past day. They were doubling over in pain. The hcp was asking how to turn the device off. No further complications were reported or anticipated.